Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 1 1/2 years ago. The products were not returned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening without the products to examine. The initial reporting stated the cement mantle disassociated from the implant. It was reported a depuy competitor cement product was used. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address femoral and tibial loosening.